Event description:
This is a report of a crack that was found on the minicap used for peritoneal dialysis. Also, iodine leaked from the crack during the patient use of the cap. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint was confirmed based on sample analysis. The minicap failed visual inspection as there was a crack at the top of the open end on each minicap, above the finger grip area. The minicap also failed functional testing. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.